Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted for 9 years and 1 month underwent a valve-in-valve procedure due to degeneration, frozen ncc leaflet, with severe stenosis and moderate regurgitation. Patient presented with progressive dyspnea, and nyha functional class IV. The procedure was performed with a 26mm 9750tfx aortic transcatheter valve with no complications. Patient discharged on pod# 1.